Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that while attempting to do a short transport of the patient while on the ventilator and unplugging the ventilator from a/c power, after a few minutes, the vent shut down. The patient was immediately manually ventilated and there was no patient harm.